Manufacturer narrative:
The date of event is unknown. A supplemental report will be submitted if provided. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that damage on the ultrasonic probe caused the missing elements in the ultrasound image. The cause of the protector of universal cord and universal cord sticky could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited damage on the ultrasonic probe, missing elements in the ultrasonic image, and the protector of the universal cord on the scope connector and the universal cord were sticky. There was no patient involvement.